Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 208028 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear of 2.8 cm within an area of missing material measuring approximately 0.5 x 0.6 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the missing material. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: implant replacement. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female who had 300cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were discovered during implant exchange. Replacement with new mentor gel implants was performed on (B)(6) 2022. See 1645337-2022-12524 for contralateral prosthesis report.